Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the system is not switching on. After reviewing log file fse found the malfunction in x-ray generator hardware. After some functional test fse found miu was faulty but after replacing miu still same issue persists and fse found xsc also faulty, fse replaced xsc, after the replacement of xsc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was restricted and should not be shut down.the device was not in clinical use at the time of the event. There was no harm reported.philips has started an investigation of this complaint.